Event description:
It was reported that the holster was returned for repair. There was no reported pt consequence and no further info is available.

Manufacturer narrative:
Date sent: 02/26/2008. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the requiry info received and visual and functional examination, the unit was found to require; rotational cable replaced, unit cleaned and calibrated. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.